Event description:
There was an allegation of questionable hemoglobin a1c result from the cobas c513 analyzer. Sample 1 initial result was 31.06% and the repeat result was 6.95%. Sample 2 initial result was 33.53%, and the repeat result was 6.18%. Sample 3 initial result was 14.78%, and the repeat result was 5.57%. Sample 4 initial result was 18.20%, and the repeat result was 7.11%. The questionable results were not reported outside of the laboratory. The reagent lot number was 645100. The expiration date was requested but was not provided.

Manufacturer narrative:
The customer found the cuvette segment including the reaction cells involved was raised slightly on one side and was not been fitted correctly against the reaction disk. They refitted the cells correctly and performed a cell blank that was acceptable.

Manufacturer narrative:
The investigation determined the issue was due to an operator error during the monthly operator maintenance. Product labeling for the device describes the correct performance of maintenance actions.